Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly powered off during use. There was patient involvement associated with the reported event. The patient was placed on their backup ventilator for support. The reporter advised that there was no harm to the patient as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly was confirmed. Ventec opened the device in order to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist value to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.